Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower door 1 failed to open. A field service engineer replaced current style latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to open the tower door. Customer reported that tower door 1 is unable to open and unable to be recovered due to the malfunction. There was a causing delay in patient care workflow. There were no adverse events or injuries reported based on this event.